Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic bent and torn. (B)(4).

Manufacturer narrative:
Corrected data: the outcomes attributed to adverse event as stated in the initial MDR does not include congenital anomaly/birth defect. It should be left unchecked. The date of the initial report was not (B)(6) 2016, but (B)(6) 2017. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Conclusion: off-label use (acd <3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+1.5/087 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vault. The customer stated according to the dr. The patient is wearing glasses now, did not lose bcva, and does not plan to implant another lens. As of the date of MDR submission, the lens has not been returned. Reference to MDR# 2023826-2017-00648.